Event description:
A patient reported they don't get help at night, only during the day. They don't feel stimulation but did feel it during the trial. They stated that nothing works at night, they are up and down all night no control, and they are still catheterizing themselves. There have been no good results for a year and they have on a "setting" that helps during the day. The patient also noted that bladder infections started in (B)(6) 2016. Follow up from the patient on (B)(6) 2016 reported that symptoms were just as bad, maybe worse. They noted a change in bladder was what led to the issue with the therapy not helping at night. The patient is scheduled to follow up with their healthcare provider (hcp). The implantable neurostimulator (ins) was indicated for urinary dysfunction/sacral nerve stimulation/gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.